Event description:
Reportedly the tip of the rectal thermometer came off when being used on an infant. X-rays were taken and were negative for either glass or metal. The pt was monitored for 24 hours and there were no adverse consequences to the pt.